Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed in the patient and fixed with 10 ml of sterile distilled water. Eight hours after the surgery the catheter was removed spontaneously, and the balloon was deflated. When sterile distilled water was injected again, the balloon was inflated.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Addressed by CAPA #8266921. Four photos were received for evaluation. The first photo was a top view of the three-way silicone catheter. The second photo was a zoomed in view of the tip of the catheter with deflated balloon. The third photo was of the inflation cap confirming the batch number ngjn1790. The last photo was of a document in the country's native language. Received 1 all silicone foley catheter with syringe. Visual inspection noted no obvious observations. Using the returned syringe, attempted to inflate the catheter balloon with 10 ml methylene blue solution and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. DHR review is not required as CAPA 8266921 is applicable for this product lot number. Labeling review is not required as CAPA 8266921 is applicable for this product lot number. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed in the patient and fixed with 10 ml of sterile distilled water. Eight hours after the surgery the catheter was removed spontaneously, and the balloon was deflated. When sterile distilled water was injected again, the balloon was inflated.